Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. Customer's blood glucose was 500 mg/dl at the time of incident and 396mg/dl at the time of the call. Customer indicated that the issue was resolved by a complete set change. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. No high blood glucose troubleshooting was performed. No further assistance was necessary.